Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was receiving fentanyl at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that the patient had swelling and hurting ¿in their stomach¿. It started 3-4 months ago. A manufacturer representative went to the healthcare provider¿s (hcp) office on (B)(6) 2017 to have the pump read as a different hcp was supposed to lower the pump down to have it removed. It was found out that the hcp did not lower it enough. The hcp told the patient to go to the other hcp to have it lowered because if they removed the pump now it would cause withdrawal. The patient stated that to lower it to where it needs to be will be more visits. The patient noted she was going to have to pay to see the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.